Manufacturer narrative:
Concomitant medical products-1000 ml baxter bag lot y293738 exp jul 20;1 curos cap; non bd secondary set;50 ml hospira bag lot 96-122-jt exp jun 20 magnesium sulfate. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided.

Event description:
It was reported that at approximately 0450 am the nurse hung a new secondary infusion IV bag of magnesium 2g/50ml attached to the primary infusion of normal saline. The device was paused to allow a second nurse to verify the device programming for accuracy when it was noted that the module was "running" despite the fact that it was paused. The whole tubing set-up was discontinued. The biomed department was unable to replicate the event. The customer further stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Additional information added to: added original device model # 8100 & serial # (B)(4) to d tab and add 2421-0500 to clarify previous supplemental pr (B)(4).

Event description:
It was reported that at approximately 0450 am the nurse hung a new secondary infusion IV bag of magnesium 2g/50ml attached to the primary infusion of normal saline. The device was paused to allow a second nurse to verify the device programming for accuracy when it was noted that the module was "running" despite the fact that it was paused. The whole tubing set-up was discontinued. The biomed department was unable to replicate the event. The customer further stated that there were no adverse effects caused to the patient from the event.

Event description:
It was reported that at approximately 0450 am the nurse hung a new secondary infusion IV bag of magnesium 2g/50ml attached to the primary infusion of normal saline. The device was paused to allow a second nurse to verify the device programming for accuracy when it was noted that the module was "running" despite the fact that it was paused. The whole tubing set-up was discontinued. The biomed department was unable to replicate the event. The customer further stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Reference manufacture report number: 9616066-2019-02809. Testing identified the pump module to be delivering fluid within specification. Testing of the primary set (model 2421-0500) identified backflow due to a faulty check valve. A faulty check valve would allow fluid from the secondary bag to flow into the primary bag. The cause of the percieved over infusion was due to back flow due to check valve failure.

Manufacturer narrative:
Reference cfn/fei #9616066-2019-02809 and new created emdr with new suspect 326050. The customer¿s report of unregulated flow was not definitely identified; however, backflow was observed during functional testing which can be mistaken for an over infusion since the secondary bag empties faster than expected, into the primary bag. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing performed found the pump module to be delivering fluid within specification. Backflow due to a faulty check valve was confirmed during functional testing. A faulty check valve would allow fluid from the secondary bag to flow into the primary bag. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing performed found the pump module to be delivering fluid within specification. There were no anomalies observed with the returned primary set (model 2421-0500) and there were no leaks observed from the set, however functional testing found backflow due to a faulty check valve. The disposable set (model 2421-0500) was evaluated and was found to be within specification. The root cause was not definitely identified, however backflow was observed during functional testing which can be mistaken for an over infusion since the secondary bag empties faster than expected, into the primary bag.

Event description:
It was reported that at approximately 0450 am the nurse hung a new secondary infusion IV bag of magnesium 2g/50ml attached to the primary infusion of normal saline. The device was paused to allow a second nurse to verify the device programming for accuracy when it was noted that the module was "running" despite the fact that it was paused. The whole tubing set-up was discontinued. The biomed department was unable to replicate the event. The customer further stated that there were no adverse effects caused to the patient from the event.